Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device failed the homechoice rite electrical test. The assignable cause of the rite electrical test failure was due to a shorted pump assembly. The homechoice device was scrapped due to fluid ingress. Review of the service dates and activities revealed the previous return of the device was not for the reported problems of failed earth leakage current. The device did not meet specifications. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test.